Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. The customer's blood glucose reading was 118 mg/dl at the time of incident and was 597 mg/dl at the time of the phone call. It was indicated that the customer went to the emergency room due to the high blood glucose. The customer could not recall any significant events leading to the alarm except that he fell down beforehand. The customer also indicated that insulin may have not been delivered into his body after the fall. Troubleshooting was done for no delivery and the customer indicated that the pump would not be returned.